Manufacturer narrative:
The evaluation of the device performed by the arjo technician did not confirm the alleged unintended backrest movement. There was no device failure observed. The bed was tested and released for use. Arjo device failed to meet its performance specification since the backrest section moved unintended. The device was used for patient treatment when this issue occurred. The complaint was decided to be reportable due to the allegation of the backrest's unintended movement.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following information reported by the end user, the backrest section of the enterprise 9000x bed lowered unintended without any control buttons being pushed. No injury was reported.